Manufacturer narrative:
Evaluation summary: one sample was returned for evaluation. Visual examination of the returned sample shows the shape of the tubing has been altered using the stylet wire. The stylet wire was replaced and the returned sample was inflated and inflated without issue. Both cuffs fully deflated and no issue noted. The stylet wire was removed and the returned sample was re inflated and both cuffs inflated without issue. Both cuffs were fully deflated and no issue noted. The reported defect could not be detected when deflating the tube with the stylet wire contained in the tubing or when it was removed. The most probable root cause is the tracheal cuff was stretched over the tracheal cuff notch during the deflation stage of the process. All of our products under go a four hour inflate/deflate test prior to release and it is at this stage of the process that any defects are removed from the lot. Corrective actions have been implemented to mitigate this issue. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit air did not left out. There was no patient involvement.